Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the guidewire was returned in it's original pouch with the seal open. There was no damage found on the wire. It is likely that the manner in which the device was handled and manipulated by the customer, applying an excessive manipulation during unpacking could have caused the reported open seal on the package.

Event description:
It was reported that device package was unsealed. During unpacking of a 182cm luge guidewire, it was noted that the package was opened and the inner pouch was compromised. No known patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that device package was unsealed. During unpacking of a 182cm luge guidewire, it was noted that the package was opened and the inner pouch was compromised. No known patient complications reported.